Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an il top 500 analyzer using recombiplastin by il reagent. At either 6:48 am or 7:48 am the meter result was 3.5 inr. Within 7 hours the laboratory result was 4.8 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. Based on a laboratory result of 6.7 inr on (B)(6) 2019 the customer held their coumadin dosage for 2 days. The customer is not on any multivitamins, is on no other blood thinners, does not have hematocrit concerns, does not have antiphospholipid antibodies, has had no abnormal bleeding or bruising, is on no new medications, no changes in diet, an no additional illnesses. The customer's test strips and meter have been requested for return. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.